Manufacturer narrative:
The device will reportedly most likely not be returned to maquet cardiac surgery for investigation. A supplemental report will be submitted if the device is received and the investigation is completed. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro activated as soon as it was plugged in. The tip got red and it remained activated. It was immediately unplugged. The reporter stated that the pre-test was most likely not performed. A vasoview hemopro 2 used to complete the procedure. The hospital did not report any pt effects. The product status is unk, but most likely is not returning.